Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned and analyzed and no anomalies were found. Evaluation summary (B)(4) performance data was collected from the device and have analyzed the data. Std review - no anomalies found.

Event description:
It was reported that during the upgrade procedure, the short interval count was unavailable on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.